Event description:
The biomed reported that, in 2004 at 9:30pm, the device reportedly delivered faster than programmed. No patient injury.

Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications.